Manufacturer narrative:
(B)(4): it was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the plastic tip of the sheath broke off and fell into the patient. The plastic remains in the patient with no adverse consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the plastic tip of the sheath broke off and fell into the patient. Additional information has been requested.